Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 20504210, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 19371608, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15731310, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15638622, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 15891222, model/catalog description: lead extension kit 25cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had migrated toward the surface and had become sensitive. The patient was also frequently charging the ipg, and the lead had slipped slightly. The patient underwent a spinal cord stimulator (scs) system replacement procedure, during which an MRI compatible scs system was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.